Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was hospitalized for broken back. Customer then had high blood glucose due to prednisone shot. Customer's blood glucose was over 200 mg/dl. Customer was not wearing the device at time of hospitalization. Customer suspended and took off the device when she was admitted for broken back. Customer will not be returning the device for analysis.